Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius technical services she needed to report to the emergency department (ed) for assistance with fill and drain [cycles] for pd therapy. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the ed on (B)(6) 2023 for fill and drain complications during ccpd therapy due a fibrin occluded pd catheter (not a fresenius product), attributed to a peritonitis infection. Prior to this event and concerning the peritonitis infection, the patient was hospitalized on (B)(6) 2023 after the outpatient clinic could not obtain patency with her pd catheter (not a fresenius product). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2023 presented with staphylococcus epidermidis in the culture and a wbc count of 542/mm3. The patient was diagnosed with peritonitis with the root cause more than likely attributed to touch contamination during ccpd therapy on the liberty select cycler at home based on effluent fluid culture results. The patient was prescribed intraperitoneal vancomycin at 2000 mg every three days for two weeks. The patient was placed on backup hemodialysis (hd) for renal replacement therapy due to recurrent occlusion of her pd catheter. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2023. Concerning the ed visit on (B)(6) 2023 following hospital discharge, ed staff was able to obtain patency in her pd catheter through thrombolytics and the patient was released to home on the same day with no hospital admission. The patient recovered from these events and has been scheduled for an outpatient pd catheter revision procedure. It was confirmed that the patient¿s drain and fill complications due to a peritonitis infection and the associated hospitalization and ed visit were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home following these events.